Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00703; 540-62-053, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the reason for revision was loose implants. The patient had a previous primary elbow with the same surgeon, who noted unusual anatomy. There was an ulnar deformity, and he was unable to go long in the humerus due to a reverse shoulder implant. That construct loosened, requiring a revision. The revised components also loosened, and the patient underwent this revision to zimmer revision implants.